Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was not able to be confirmed and duplicated. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 228 hour extended tests at customer's settings. Ventilator passed troubleshooting final test, which includes alarm and ventilation functions.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv 1150 unit auto cycles during patient use. Patient harm is unknown at this time.